Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: only the swivel of the complaint rt268 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: visual inspection revealed a crack along one of the ports of the swivel wye. The pressure test result was within specification. A lot check was not performed as lot information was not provided. Conclusion: we are unable to determine what may have caused the problem reported by the hospital. The infant swivel elbow and swivel wye is assembled using a machine to ensure a consistent tightness of connection. The swivel assembly is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any circuits that fail these tests are rejected. The user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms."

Event description:
A hospital in japan reported to a fisher and paykel healthcare (fph) field representative that a crack was found on the swivel wye of an rt268 infant dual heated evaqua2 breathing circuit before it was used on a patient.